Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the same side of the lesion utilizing retrograde approach. The 100%, chronic total occlusion (cto) target lesion was located in the moderately tortuous and moderately calcified iliac artery. After a non-bsc guide wire crossed the lesion, a non-bsc stent was deployed. Then an 8.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for post dilation. However, on the first inflation, the balloon ruptured. The device was completely removed from the patient. The procedure was completed using a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.